Manufacturer narrative:
Patient weight unavailable from the site. RMA issued. Replacement navlock tracker shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds the tracker has a ring of abrasion about an inch from the locking tabs causing drag on the shaft of any inserted instrument. Otherwise, with markers attached and fully seated, the tracker returned a good geometry error. Mechanical failure, malfunction/wear, directly caused the event.

Event description:
A medtronic representative reported that, while in a spine procedure, the 4.75 solera tap became lodged in the violet navlock tracker. The site tech was unable to separate the two instruments. The surgery was continued using other instruments. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.